Event description:
The customer reported that the system displayed a filament regulator error during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the high voltage connectors, replaced the hard drive, reloaded software and replaced the generator interface board. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.